Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, however, visual inspection showed that the distal and defib conductors were distorted and there was deformation/fracture of the proximal section of the inner coil with helix extension problems.

Event description:
It was reported during the implant procedure, that the lead was not used due to a non-extending helix. The lead was not implanted. No patient complications have been reported as a result of this event.